Event description:
It was reported that the user of an ilet system intentionally announced an extra, larger-than-usual dinner entry to reduce a high glucose, which constitutes using meal announcements as a correction and represents an improper method and user-interface related misuse. Symptoms included hyperglycemia peaking at 434 mg/dl and polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions and an unintended use error related to how the user interacted with the device interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.